Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart from the insulin pump. The customer's blood glucose level was unknown. The customer stated that they received unexpected restart the last 3 or 4 times they changed the battery. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to monitor the pump and call back if the issues recur. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during unexpected restart error test due to a voltage leak. However, all operating currents are within specification and the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.